Manufacturer narrative:
Correction: e4 changed to yes.

Event description:
Voluntary medwatch form received states that the right ventricular lead exhibited high capture thresholds and oversensing due to noise that resulted in pacing inhibition. The lead remains implanted. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119884.